Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light is poor due to expired life expectancy of lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source, an olympus asset, with no reported complaint. During device evaluation, poor light output was observed. The service report technician indicated that the most likely cause of the poor light output was the lamp reaching the end of its expected service life. There was no patient involvement.